Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking resulting in customer running out of insulin. Additionally, customer's blood glucose level displayed "high" and had a large number of ketones present. Customer went to the emergency room and was subsequently admitted into the ICU on 02/03/2024 where they were treated with intravenous fluids of saline and insulin. A new cartridge was loaded onto the pump to resolve cartridge leaking issue. Customer was discharged on 02/04/2024 with the issue resolved and no permanent damage.